Event description:
PICC line inserted on nicu infant broke just below the oval (argon medical devices label). The distal portion of the line did not migrate into infant and there was no harm to patient.this is the 4th report on this product that has been reported as breaking adjacent to the oval in 2012.